Manufacturer narrative:
(B)(4). Approximate age of device: 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a subarachnoid bleed after a fall. The cause of the fall was not provided. It was also reported that the patient was experiencing frequent low flow alarms; however, no problems were observed during review of the system controller log files. No further information was provided.

Manufacturer narrative:
The lvad was not returned for evaluation. Although the report of low flow alarms was confirmed through the evaluation of the submitted system controller log file, a specific cause for the alarms could not be conclusively determined. Furthermore, a correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. Review of the submitted system controller log file confirmed multiple low flow alarms on 20jan2018 due to the estimated flow value being calculated below the low flow threshold of 2.5 lpm. Despite these alarms, the system operated above the low speed limit throughout the log file while the driveline was connected. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: it was reported that the patient's lvad was turned off prior to patient's passing as the family decided to withdrew care to allow for natural death. The cause of death was related to traumatic subarachnoid hemorrhage, multi system organ failure, and acute on chronic decompensated systolic heart failure.